Event description:
We are having issues with our bayer medical care swabbable valve transfer set (lot #8425025, ref #svts) in CT: they are pulling a lot of air into the pistons on our stellant injector. The transfer sets would be filling the syringes with mostly air or bubbles and only trickle in the saline. There was a good connection between the transfer set and the bottle/saline bag as well. No patients affected.